Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02438. It was reported that the patient was experiencing inadequate coverage and high impedance from their drg leads. Surgical intervention was undertaken (B)(6) 2023 wherein the patient's drg leads were explanted and replaced. During the surgery the patient was also implanted with an scs system for additional pain coverage. Therapy was restored post operatively.